Manufacturer narrative:
The reported complaint of setscrew could not be untightened to remove the lead was not confirmed. Electrical testing was performed on the device. The device was found above eri. Analysis found incorrect wrench insertions were made to the setscrew inset, which caused stripping and prevented the wrench from engaging the setscrew inset to untighten the setscrew. Analysis testing found the setscrew could be untightened normally and the lead removed with correct wrench insertion into the setscrew. Electrical testing was performed on the device. The device was found above eri.

Event description:
Related manufacturer reference number: 2017865-2021-27335 it was reported that the patient presented for routine pulse generator change on (B)(6) 2021. During the procedure lead fracture was detected. The physician found it difficult to connect the fractured lead to the new device. After the connection failure a replacement generator was successfully connected. The patient was in stable condition. No further information was available.

Manufacturer narrative:
Correction: e3 occupation: other health care professional should be selected.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for routine pulse generator change. During the procedure the physician found it difficult to connect the lead to the new device. After the connection failure a replacement generator was successfully connected. The patient was in stable condition.